Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch. There are no units in our stock. We have received 249 closed samples. We have tested the knot pull tensile strength of the closed samples of the open box and one closed box received and the results fulfill the requirements of the european pharmacopoeia (ep). Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 1.30 kgf in average and 1.23 kgf in minimum and fulfilled ep requirements. Remarks: as indicated in the instructions for use of the product: "when working with silkam suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Event description:
It was reported that there was an issue with a silkam suture. During an operation, it was noted that the suture broke. This malfunction occurred in a general surgery procedure. Additional information was not available.